Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. The returned device was fully dispensed, upon inspection, the visual characteristics and the functional ones make this device acceptable to work normally. As conclusion; device worked as intended.

Event description:
It was reported that a patient underwent a laparoscopic inguinal hernia repair on (B)(6) 2016 and absorbable straps were used. The straps would not hold the mesh to the tissue. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.